Manufacturer narrative:
Customer medwatch number was not provided. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a leak at the pca tubing. Unspecified pca medication dose 1mg/ lock out 10min/24 mg for 4 hr max. There was no report of patient harm. Although requested there is no other event details provided by the customer. Received a copy of the customer medwatch which states; "at 0300 the patient called her nurse and reported feeling moisture to her arm and bed linens. Upon assessment, the nurse noted the medication leaking from the pca tubing. Tubing was tightened and the leaking reassessed and the medication continued to leak. Tubing was changed.

Manufacturer narrative:
The customer¿s report that the pca set was leaking was confirmed. Visual inspection observed that the female luer had a vertical hair line crack measuring 0.568 inches long. The female luer was inspected under magnification; no stress marks were observed. Functional testing was performed; a leak was observed as fluid flowed through the crack on the female luer on the used pca set received. The probable cause of component breakage was identified as a combination of material degradation during the supplier process and manufacturing factors (solvent and over-torque).

Manufacturer narrative:
Customer medwatch number is (B)(4).